Event description:
It was reported that the ambulance was involved in an accident while transporting a patient on an ambulance cot. It was reported that the patient sustained a laceration to the back of their head as well as some broken ribs as a result of the accident. There was no reported device malfunction during this event. This is being reported due to the patient injury that occurred while being transported on the ambulance cot.